Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 512 mg/dl. Device had alarmed no delivery alarm. Device was making a constant tone. Device passed the self test. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No constant tone or unexpected no delivery alarms were noted. The pump was received with a missing end cap sticker and minor scratches on the lcd window.